Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay, broken reservoir tube lip, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the little plastic ring piece that is over the insulin vial that is in the machine broke. The blood glucose was 137 mg/dl at the time of the incident. Customer stated that, she heard some jangling and it was the clear plastic piece. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.